Manufacturer narrative:
Adverse events were discovered through a published abstract. Several attempts have been made to obtain additional information. The publishing institution's response as of 17-jun-2010 is that it is their understanding at this time that these 7 events are not serious by surgical criteria. A csa medical service representative evaluated the console and found it to be operating within specifications.

Event description:
Seven patients experienced 'serious intraoperative events' during cryospray treatment, as cited in a published abstract. As indicated in the abstract, the events include hypoxemia, reintubation, st segment changes, bradycardia, tachycardia, and hypotension. The publishing institution's response as of 17-jun-2010 is that it is their understanding at this time that these 7 events are not serious by surgical criteria.